Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to a lack of sample. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Root cause was determined to be use error- incomplete connection. Labeling review found labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the catheter was not all the way connected to the patient line. The patient noticed this connection issue during fill 1. The technical service representative (tsr) advised the home patient (hp) to cycle power off/on and start over with all new supplies and make sure to drain first. Product surveillance contacted the patient on 04/28/2011. According to the patient, there was no defect with the supplies. The patient stated that it was use error as the patient did not fully insert the line. The patient stated that everything has been fine since. There was no patient injury or medical intervention associated with this event.